Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Electrical testing found no indication of conductor fractures; however, an internal short was noted between conductor paths due to an overtorqued inner coil at the connector region, consistent with procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the lead exhibited high pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.

Event description:
Additional information received indicated that the lead was right ventricular lead.

Manufacturer narrative:
Correction: section g2.